Manufacturer narrative:
(B)(4).

Event description:
The customer stated that the three digits in the results field of the accu-chek performa meter had missing segments. The customer stated that the first digit looked like a "backward 6" and the middle and last digits were missing the top portion of the field. For the result of 98 mg/dl the top of the 9 and the 8 were missing. There was no allegation of an adverse event. There was no misinterpretation of the test results. The meter was requested to be returned for investigation. Upon the initial investigation, it was confirmed with a retention battery and the returned meter that the meter had missing segments.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The functionality of the display was tested. Failure analysis indicated that the meter's zebra strip was rolled due to a design weakness causing the display failure.